Manufacturer narrative:
Macroscopic and optical examination noted plastic deformation at the top face of the driver interface hexalobe features, but did not reveal thread crest or flank damage. Functional evaluation with a sample m8 rmas head found all associated returned rboss's were able to be fully engaged into the rmas head without issue. After visual, optical and functional evaluation, the implants appear to be capable of performing their intended function.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slid during insertion into the bone screw. The screw was removed and replaced with a new set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.